Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
On (B)(6) 2013 a male patient went in for aaa repair. The zenith flex with spiral-z technology aaa endovascular graft iliac leg was implanted and when the dilator was removed the seal broke and the patient lost approximately 1.5 ml of blood. No blood transfusion was needed and the patient did not have any adverse affects due to this event. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.